Manufacturer narrative:
H11: additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue is a duplicate of MDR 8043484-2020-02532; therefore, the event does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-02532. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that during service and repair, the renasys touch, could not operate on ac or battery power and could not be recharged because the j13 connector is broken. No case reported, therefore, there was no patient involvement.